Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that excessively high vault was observed. Patient is happy with vision but doctor is reluctant to leave it that way. Because it is so dramatically different than the other eye, doctor suspects that there is an issue with the haptics caught on iris or something. Patient missed her last check up so no medical therapy has been tried. Patient was doing well 20/20 and pressure was fine. Surgeon was hoping to confirm the vault at the 1-month visit but patient rescheduled for june. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.